Event description:
It was reported that pump experienced malfunction that caused pump screen to go dark and not turn on, with malfunction code 12 eventually displayed. There was no adverse impact to the customer¿s blood glucose level. Customer was able to restart pump after following instructions to reconnect it to charger, chose to continue using current pump and rely on alternate insulin method if needed. Technical support arranged shipment of replacement pump with updated software.